Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection, treatment and far field r-wave (ffrw) oversensing. The device and right atrial (ra) lead remain in use. The patient was enrolled in the block hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 implantable tachy lead: (B)(6) 2008. A 4194 implantable pacing lead: (B)(6) 2008.